Event description:
Additional information: patient symptoms were specified as pain and underdose symptoms.the cause of the motor stall issue was unknown/not determined. The device was stated to be explanted on (B)(6) 2014. Patient status was noted as 'alive with no injury'.

Event description:
It was reported that the patient heard the critical alarm on the day of report and went into the clinic. It was confirmed that there was a motor stall in the event logs without a recovery recorded. It was stated that there was no MRI or any other known reason that the motor would stall. The pump was programmed to minimum rate mode and the physician sent the patient home with oral medications and assigned to home health. It was indicated that the patient was not having any symptoms at the time of the call, but reportedly never had good relief with the pump. The physician was unsure if they were going to replace the pump or explant it. The device system was used to deliver fentanyl, clonidine, and compounded baclofen. Twelve days later, it was reported that, at the time of report, the patient had not yet been scheduled for a replacement nor had it been determined that the patient would ever have a replacement.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the device issue was resolved when the pump was replaced.

Manufacturer narrative:
(B)(4).